Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9077784. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on leakage testing of the returned heparin cap, our engineers were unable to confirm the reported leakage. Based on our results from leakage testing, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: the client used the product in the morning and found a leak in the rubber part of the prn.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: the client used the product in the morning and found a leak in the rubber part of the prn.